Event description:
Patient has severe nickel allergy. System was implanted during revision tka on (B)(6) 2020 and metal augments were revised to uhmwpe augments on (B)(6) 2021. Patient has knee pain which appears localized to the femur and augments and possibly to patella femoral joint. Surgeon plans revision pending request under compassionate use for tinbn-coated metal augments and taper fixation screws. Surgery has not yet occurred.a letter received from dr. (B)(6) on (B)(6) 2024, stating that in his opinion, the poly augments may have contributed to loosening.